Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse identified air bubbles on the outlet side of the deionized water degasser. The fse replaced the degasser to resolve the issue. Patient demographics were not provided by customer. (B)(6).

Event description:
A customer in (B)(6) reported generating a high glucose (glu) patient result on their au5800 chemistry analyzer. The erroneous patient result was reported out of the laboratory; however, there was no change to patient treatment in association with this event. The qc (quality control) results were within the laboratory's established ranges prior to this event.